Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a cystoscopy, ureteral stone manipulation procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber broke off along the body while the laser fiber tip was used. The procedure was completed with another flexiva laser fiber. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual analysis of the returned laser fiber revealed that the exposed glass tip appeared unused and measured 4.0 mm. The fiber was broken 177 cm from the distal tip with burn marks at the break. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a cystoscopy, ureteral stone manipulation procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber broke off along the body while the laser fiber tip was used. The procedure was completed with another flexiva laser fiber. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.